Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the touchscreen failed and displayed a "required maintenance" condition. Reboot, recovery, and power cycle procedures were performed however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the touchscreen had failed. The field service engineer (fse) arrived on site and checked the unit. The fse tested the components and found that a damaged cable was preventing the station from powering up. The fse replaced the pyxis bus cable and tested the components. The customer completed inventory and confirmed satisfaction with the results. The system functioned as intended after field service engineer repaired the device.